Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct ft and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, height/weight, type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. No devices or photos were received as the components remain implanted; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that through x-rays, the constrained ring can be seen outside the liner.